Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during storage at the hospital. The device had been manually filled with an unspecified drug using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: april 29, 2021 - april 30, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.